Event description:
Circumcisions were performed on multiple patients using the plastibell unit. After the dead skin started falling off (a week or two after the procedure), the ring that is left on the head of the penis has been sliding down the shaft all the way to the scrotum, where pressure ulcers have been forming (one or more of the incidents have also resulted in cyanosis of the penis), and it was necessary to cut the ring in order to remove it from the penis.

Manufacturer narrative:
Additional model#: d 9211. Additional catalog #: 9211. Additional lot #: 8d13. Method evaluation code - a review of complaint history shows no prior incidents with this problem. Results code - we are unable to determine how this incident occurred.